Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Several requests by mail and phone calls have been made to obtain more information about the event and the instrument used. However, no responses were received. Is not possible to perform the review of the device history record for concerned instrument. After sap review, 3 lot number have been found registered on deposit at the hospital in nantes: ig008r lot 14f059, ig008r lot 14f060 and ig008r lot 14f065. A review of complaint data, traceability and device history records were performed for these lots. No deviations or anomalies were found. However is not possible to determine if they were really used during surgery. Analysis of the patient risk related to a non implantable material left in patient was performed for a similar case in 2013. Results of analysis shows that the risk of toxicity, corrosion or migration for the patient is unlikely. From lonely information initially provided, based on the recurrence of this type of event for this instrument and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Request for additional information and product return received only poor answers. For this event an hypothesis of user error could be performed. The surgeon probably did not follow the instructions mentioned in: initial inspection of the instrument to determine if it was damaged: as recommended on instructions for use (IFU), an inspection of instruments are recommended before the surgery to determine if the instruments are damaged during the storage or the previous procedures. Instructions on the specifications of the instrument material : in the IFU is mentionned that "this instrumentation has been manufactured from biocompatible materials" however they are not considered as implantable materials. Identification of broken part during final control :after the procedures, a final control under fluoroscopy has to be performed. In this step, the surgeon can easily detect if there are any foreign body into the patient. However, the lack of information received from the reporter did not allow to understand perfectly if the surgical steps were followed or not. In consequence, this hypothesis of user error could not be validated. Thus, the investigation found no evidence to indicate device issue. Root cause : unknown with hypothesis of user error (IFU was not followed).

Event description:
Ig : ig008r - broken instrument and part remains implanted into patient. The client reported that the instrument ig008r is broken and the broken part remained implanted into patient. According to reporter, the event was due to a normal wear from use of the instrument. The reccurent use of this device make the instrument wear after a lot of time using it. No incident on surgery was reported. The reporter confirms that the thread of the screw was left in patient. Not known patient impact or remedial acton taken by the hospital. Several attemps have been made about the patient state of health and reference/lot of the concerned instrument. No information have been provided.

Manufacturer narrative:
Corrections in d4: lot number. Additional information in d3: email address, d4: UDI number, g4: 510k. Device evaluation: the returned device was evaluated and the tip was confirmed to have fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a distraction pin broke off intra-operatively; the tip could not be recovered and remains in the patient. There were no consequences of the tip remnant in the patient.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Lot number is not known for the moment. Additional information was requested. Investigation is still on going. Conclusion not yet available. Device not returned yet.

Event description:
Ig : ig008r - broken instrument and part remains implanted into patient. The client reported that the instrument ig008r is broken and the broken part remained implanted into patient. According to reporter, the event was due to a normal wear from use of the instrument. The recurrent use of this device make the instrument wear after a lot of time using it. No incident on surgery was reported. The reporter confirms that the thread of the screw was left in patient. Not known patient impact or remedial acton taken by the hospital. More information was requested. Investigation is on going.